Event description:
Laser fiber caught on fire. Fire only lasted for seconds and was quickly extinguished. Fire occurred at far end of fiber that connects to laser. Fire was approximately two feet from surgical site. No harm was known to have been caused to patient. Laser was removed from room and tested. Thought to be a faulty laser wire.